Event description:
Caller states that she tested between 40-50mg/dl and at 200mg/dl on a different device. She states that she also tested on doctor's meter at 380mg/dl and on her device at 80mg/dl. She received no med intervention. No qc were used. Requested return of suspect device and replacement was sent.